Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and subsequently passed away. It was not reported if the patient was hospitalized for the event. The cause of the event and treatment details was not reported. Twenty one days prior to the receipt of this report, dianeal therapy was discontinued. On an unreported date, the patient passed away. The cause of death was reported as peritonitis. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.